Event description:
Ous MDR- after an implantation period of about 8 months, a battery depletion was reported during a routine follow up. Pacing and sensing function were reported to be ok. No adverse pt side effects were reported. The device was explanted.

Manufacturer narrative:
Ous MDR.